Event description:
During pt treatment, operators reported hearing a loud noise suddenly. The 3100a continued to otherwise operate normally but the pt was placed on a conventional ventilator without any adverse effects.